Manufacturer narrative:
The reported event of an inability to pair was confirmed. Based on the patient application logs available, there was no evidence of an attempt to pair, or successful pairing. As there were no session records available, the issue could not be further investigated at this time, and the root cause could not be determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.